Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge, did not perform the air removal step, and had reused cartridges. Technical support educated the customer on proper cartridge loading procedure. There was no adverse impact to the customer¿s blood glucose level. The customer declined to load a new cartridge with technical support.